Manufacturer narrative:
(B)(4). Three companion samples, lot number unknown, were returned for complaint investigation. Sets were each visually inspected and placed on a machine for priming with no abnormality observed. The root cause of the complaint related to disposables was not determined. A system error 2201 alarm occurs when a drop in pneumatic pressure is detected. A system error 2265 alarm occurs when the machine is turned off and then on and the pump was not allowed to resume fluid delivery as the pressure has dropped. The se 2265 alarm likely occurred as a result of the customer attempting to clear the reported difficulty of se 2201 by turning the cycler off then back on. Instructions for the patient to check the cassette for any damage are included within homechoice apd systems patient at-home guide. A batch review of potentially associated lot, h10i10016, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Samples are available and have been requested by baxter product analysis lab to be returned for evaluation. Should a sample be received and evaluated, a follow up report will be submitted.

Event description:
Initially, the patient called regarding a system error 2265. During a follow up call on (B)(6) 2010, the patient stated that she changed out supplies but device continued to alarm and she completed therapy using manuals supplies. The patient stated that she was so stressed out about all the alarms that she had a heart attack and spent three days in the hospital. The hp stated that she had her machine swapped and her new machine is working perfectly. During a follow up call to the facility nurse on (B)(4) 2010, the nurse stated that the hp was diagnosed with takotsubo cardiomyopathy. The nurse related that the husband had told them that the alarms occuring on the homechoice device kept the patient awake at night so the patient had little sleep. The nurse indicated the patient and her husband feel that the hc had caused the patient to have a heart attack. A follow up call was made on 01/05/11 and the following information was received from the facility nurse: the patient was diagnosed with a heart attack on (B)(6) 2010 and was hospitalized that day. Blood tests were performed and the cardiac enzymes were noted to be high (level unknown). The patient was started on a heparin drip (dose, rate and concentration unknown). A cardiac catheterization was performed with ballooning (date unknown). The patient was also diagnosed with infiltrates within the lungs. A bronchoscopy and biopsy were performed (date unknown) and was negative for cancer but positive for vasculitis. The patient was placed on coreg and prednisone (dose unknown). The patient condition has improved and the patient is recovering at this time.